Event description:
It was reported that this implantable pacemaker exhibited oversensing of noise on both the atrial and ventricular channel. This device remains in service and no adverse patient effects were reported.